Event description:
It was reported that the case on the epg (external pulse generator) was damaged; there is a crack next to the atrial output connector. A bail and cover are also missing. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the lower case was broken, one bail and one bail cover were missing. However it was also noted that the upper case was contaminated, the battery release was contaminated, one bail cover was contaminated, the ring cover was broken, the battery contacts were compressed, the keyboard was scratched and the serial number label was damaged. (B)(4).